Manufacturer narrative:
The reported event of high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken, which can cause the reported event. The root cause is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the lead displayed high impedance resulting in a loss of therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.